Event description:
It was reported the programmer rf (radio-frequency) head was used to interrogate a device in the box pre-implant, in an attempt to program it, and telemetry was not possible. A second device was attempted, with the same result. Another rf head was used successfully to interrogate the devices. There was no patient involvement or complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the rf head failed telemetry testing due to the cable being out of specification.